Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 353 mg/dl back to back with a result of 150 mg/dl on the advantage system when testing was performed within 10 mins. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that he took his normal 500 mg of metformin. No other actions were reported taken or treatment received. No adverse event reported. A requests was made for the return of the suspect device and replacement product was sent.